Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Contact stated that the bed is leaning. She stated that the bed will not go up and down. She stated that the head is only going up a little she stated that it is bent so she is leaning.